Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID:9735740, software: 2.1.0 h3,h6) no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged inaccuracy during a l4-s1 minimally invasive transforaminal lumbar interbody fusion (mis tlif). The percutaneous frame was on the left side, and the left side was accurate. The right side had inaccuracies when using the drill on the other medtronic drill. Anytime the surgeon would rotate the tracker towards the frame, accuracy would improve. When the surgeon rotated the trackers away from reference frame, the screen would jump more than 5mm. There was no delay and no impact on patient outcome.

Event description:
Additional information was received. It was reported that after performing a system checkout with the same reference frame, passive planar probe, green tracker, and good (ln:2412051)/bad (ln:2505621) spheres from the case, the manufacturing representative (rep) was unable to replicate the issue. While the rep was reviewing the scans from 11/5, she noted there was one screw (right l5) that was misplaced inferior. According to the rep the order of the operation was: left side- drill, tap, screw. Right side- drill, tap, tlif cages x2 on the right side. Followed by screws on the right side. No k-wires were used. Rep noted that the surgeon acknowledged that the screw were most likely misplaced due to the tlif cages creating an inaccuracy which prevented him from finding the hole he made. When you review the scans, you can see the initial screw hole vs where the screw went. The rep mentioned the surgeon's original complaint about the spheres occurred before the tlif.

Manufacturer narrative:
B5 additional information h3, h6: a medtronic representative went to the site to test the equipment. No hardware was replaced. Codes b01, c19, and d14 are app licable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the surgeon's complaint about the spheres was during the surgery while he was doing his pilot holes for the screws.

Manufacturer narrative:
B5 additional information d10 additional concomittant product added h3, h6: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID:9735740, software: 2.1.0 and product ID: 8801075, lot #: 2505621 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a manufacturing representative reviewed the case from comments and it was confirmed by the manufacturer that there was no problem with the spheres. The software and logs were reviewed and observed in two sessions on the reported date. From one of the application logs observed there are three imaging system exams, instruments used are tracker orange, tracker violet, tracker green, tracker gray, imaging system tracker and user transitioned from select procedure to navigation, moving back and forth between instruments and acquire images along the way. The archives were reviewed and 3 imaging system exams were found, each of which has 192 slices with spacing and thickness of 0.83. Imaging system-1 exam has 7 projections and other exams did not have any projections. Instruments used were spine frame, passive planar, ball 1.5. There was insufficient information to determine root cause of reported behavior. Software logs were not helpful in diagnosing auto-registration accuracy issues. Frame movement after registration is a common cause of accuracy issues but cannot be detected in logfiles or archives. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that a manufacturer representative found no issues with the spheres.

Manufacturer narrative:
H3, h6; the thirty six spheres were returned for analysis. Of the thirty six, two had visible physical damage in the form of tool marks on the surface of the spheres. These two spheres displayed a high geometry error when attached to a known good instrument. The other remaining thirty four spheres have no apparent physical damage and displayed good geometry and divot error readings with normal tracking when attached to a known good instrument codes b01, c13, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported by the surgeon that the drill was inaccurate (greater than 2mm) when they rotated the instruments back and forth.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.